Event description:
The pump was received for service reporting the device had an 810:04 failure code. Info was not provided regarding whether or not the device was in use when the reported failure code occurred. The hospital rep stated that there was no report of pt incident since the last baxter service event. No additional contact info was provided.